Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 5.7. Date: (B)(6) 2010, inratio: 4.5, lab: 3.5. Patient's coumadin dose was changed on (B)(6) 2010. Lab draw was 4.5 hours after meter testing on (B)(6) 2010.

Manufacturer narrative:
Investigation pending.